Manufacturer narrative:
The patient demographic information is unknown at this time. Medtronic representative trouble-shooting finds the core files were deleted. Software was re-installed and is functioning normally. System is back in use. Software investigation determined the system was absolutely fine on inspection, could not reproduce the fault. Unable to determine root cause since the issue cannot be replicated.

Event description:
A medtronic representative reported that while in a cranial procedure, the stealthstation treon treatment guidance system became unresponsive. When the site switched to the navigation probe the system became unresponsive and the mouse and the footpedal would not work. The system did not re-boot itself, so they switched to using a different system. The surgery was completed. There was no impact to the patient reported.